Event description:
It was reported that the patient underwent a hand surgery on (B)(6) 2024. In the surgery, a 1.5mm rotation correction plate was implanted with 3 x 1.3mm cortex screws as it was restocked by hospital staff into the wrong va hand module. The screws were undersized for the plate. The issue was discovered after the patient was closed. The surgeon was notified and was not concerned. The surgeon commented that the plate was acting more like a washer as it was a small fracture. He wanted to use the plate to aid in healing and increase the surface area as screws alone weren't going to be enough. The patient will be immobilized in a cast for 6-8 weeks, then the plate will be removed. The procedure was completed successfully with no delay. This report involves one unk - screws: cortex. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown cortex screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the product was not returned to depuy synthes, however photos were provided for review. The photographs attached were reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified: screw was observed, however, it is not possible to confirm the sizing. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.